Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated it hasn't been working right and they tried each channel, but they didn't feel anything even if they went up to 8. Patient stated they hadn't been getting symptom relief for almost a month and said they weren't sure which month. Patient reported no falls or trauma related to the issue. Patient had already tried all their settings so they were redirected to their healthcare provider for possible reprogramming. A loss of therapy was reported. No further complications were reported or anticipated.